Event description:
Caller reported malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer continued using pump after technical support provided reset information and assisted with resetting procedure; no recurring malfunction occurred.